Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to have depleted prematurely. Technical services (ts) reviewed device data and explained the device hardware was not detecting the loss of battery energy and should no longer be relied upon to determine the depletion status of the device. Initially, the patient reported the device had been emitting beeping tones and they had not been in contact with their follow up physician for a while, due to relocating to another state. Ts referred the patient to their physician. The ICD was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery was suspected to have depleted prematurely. Technical services (ts) reviewed device data and explained the device hardware was not detecting the loss of battery energy and should no longer be relied upon to determine the depletion status of the device. Initially, the patient reported the device had been emitting beeping tones and they had not been in contact with their follow up physician for a while, due to relocating to another state. Ts referred the patient to their physician. The ICD was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be.